Event description:
In 2004, a donor reported that immediately after completion of the plasmapheresis procedure, they used the restroom at the faclity and noticed that they had "blood" in their urine. They denied any other symptoms. The center medical supervisor advised pt to drink a lot of fluids the rest of the day and to follow up with their personal physician if symptoms progress. The center was unable to follow up with the donor because their telephone was disconnected. However, the 5th day the donor returned to the center to donate. The donor stated that they had no other red urine events, no other symptoms and they did not seek medical attention. Procedural info from the collection facility: during the donation in 2004, after collecting 307 ml of plasma, a 'check for plasmaline hb' alarm occurred. The instrument halted, and the phlebotomist attempted to find an assignable cause. No cause for the activation of the alarm was identified. For documentation of this event, the phlebotomist used the "hbdetect 6" interruption code (change of color observed, no assignable cause determined, line clear, resumed) on the auto-c troubleshooting log (tsl). The phlebotomist continued the procedure to see if the line would clear. However, the phlebotomist explained, that the instrument was at the returned cycle and the full reservoir was returned to the donor prior to a clear line could be ascertained. A second "check for plasmaline hb" alarm occurred and the procedure was discontinued and the donor disconnected. At this point, the phlebotomist documented the "hbdetect2" interruption code (excess rbc/hb observed, dc donor) on the tsl. At the request of medical affairs, the aut0-c instrument was placed out of service in 09/04 in order to have an evaluation performed. The evaluation performed did not indicate any instrument malfunctions; therefore, instrument was placed back into service. (Preventive maintenance performed in 07/04 also indicated instrument was working properly.